Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg and also having discomfort at the battery site. The patient underwent an ipg replacement and was doing well post operatively. The explanted device was not released by the hospital.